Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: h2, h3, h4, h6. Corrected fields: e1 (country) was inadvertently missed. The device was not returned to olympus for inspection, however, the customer's reported issue was confirmed by an olympus representative on site. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned and an evaluation could not be performed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the thumb wheel on the subject device did not lock the sheath in place as intended. When deploying the needle, the handle, was severely stiff to the point that it was not suitable for the procedure. The failure was observed prior to the procedure. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.